Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that during this procedure a el314 was used through the subxyphoid. The 511h insignificantly tore the gasket. The camera tore the umbilibal 511h gasket. The surgeon replaced both trocars with 511sd trocars. The 511sd subxyphoid port trocar gasket tore while suturing. The was no consequence to the patient.